Event description:
It was reported that the implantable cardiac monitor (icm) showed intermittent undersensing of premature ventricular contractions (pvc). Follow up determined that the icm was currently functioning normally and no intervention was required. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).